Manufacturer narrative:
Investigation: the following allegations have been investigated: organ (mesentery)/vena cava perforation, pain, anxiety worry, mental anguish, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain, anxiety, worry, stress, mental anguish, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant in 2010 due to prior history of deep vein thrombosis (dvt) and pulmonary embolism (pe); multiple abdominal surgeries for fistula/ileostomy. Patient is alleging vena cava and organ (mesenteric) perforation. Patient notes and further alleges experiencing "anxiety, mental anguish and stress about the status of my filter and any related injuries", as well as physical mobility issues due to chronic pain syndrome and worry. Per the 03aug2017 computed tomography (CT) abdomen without contrast: "impression: 1. Ivc filter in good position. Minimal extension of the filter beyond the walls of approximately 2 mm transversely and 6 mm craniocaudally".

Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on an unknown date. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.